Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing and was unable to communicate with the electrode belt. Connector j2005 was corroded. The cause of the failed test was isolated to the corroded connector. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.